Event description:
Reportedly, during a follow up of the single chamber pacemaker involved in this MDR report, pacing failure as well as increase in the lead impedance was observed in both bipolar and unipolar configuration. Since lead fracture or incorrect connection was suspected (because the lead pin was not protruding the terminal block), a re-intervention was planned. Proper lead insertion could not be confirmed during the re-intervention. But proper lead electrical characteristics were obtained (threshold of 0.7v x 0.35ms, intracardiac wave amplitude of 7-8mv, and lead impedance of 900ohm). Because lead fracture could not be excluded, a new lead was implanted and the pacemaker was replaced because it was already implanted more than 5 years.

Manufacturer narrative:
08/10/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.